Manufacturer narrative:
Date of event is estimated. Additional information was requested but not yet received.

Event description:
It was reported that the patient was no longer using the stimulation due to lead fracture. In addition, due to weight loss the patient's ipg was protruding. As a result, surgical intervention may be undertaken to address the issue. Product information is unknown at this time.